Manufacturer narrative:
Zoll service inspected the thermogard xp ivtm system (sn (B)(6) ) at the customer site. The reported complaint that the thermogard system consistently shows a tcmid:07 (coolant temp high) error message was confirmed in the system's event log and during functional testing. The root cause was poor contact between the temperature sensor and the pic16 circuit board. To resolve the issue, the contacts between the lm 34a/b temperature sensor and the pic16 board were cleaned. Reviewing the console's event log revealed multiple tcmid:07 (coolant temp high) error messages on the reported event date, confirming the reported complaint. The thermogard system failed initial functional testing as the console displayed a tcmid:07 error message, confirming the reported complaint. After cleaning the contacts between the lm 34a/b temperature sensor and the pic-16 circuit board, the thermogard system ran with no errors or faults. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) consistently shows a tcmid:07 (coolant temp high) error message shortly after completing the power-on-self-test each time the device is powered on. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.